Event description:
Medical examiner reported patient died in 2004. The cause of the death is "pending toxicologic studies." The pump was removed 2 days later and returned to the MFR for analysis. A follow up report will be sent when additional info is obtained.